Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. A duramatrix suturable (patch) with a hole had to be replaced. The surgeon had to change the duramatrix suturable (patch) as a hole was present in the middle of the patch and was leaking csf. A surgical delay has been indicated, but no other information has been provided. No additional information/patient impact provided; no other adverse consequences have been reported. Additional information was requested but not provided.